Event description:
It was reported that the patient experienced hyperglycemia with glucose readings above 300 mg/dl associated with a bent cannula at the infusion site and a cartridge leak below the plunger on an ilet system; the patient noted wetness around a 23 in, 6 mm infusion set, and the event was addressed through guided replacement of the cartridge, tubing, and infusion set. Symptoms included elevated blood glucose. Outcomes included temporary interruption of insulin delivery and user inconvenience without hospitalization or injury. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed infusion site occlusion due to a bent cannula and a leak at the cartridge interface, consistent with delivery failure. It was concluded that product malfunction related to the infusion set cannula deformation and cartridge leak caused hyperglycemia, resolved after complete supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.